Event description:
The customer reported that he required a tracheostomy tube change because of a "reservoir" leak. The trach was changed at the hospital on (B) (6) 2010.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.